Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a mitraclip procedure. Reportedly, after deploying the needles, the entire suture pulled out for two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was greater than 8f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a mitraclip procedure. Reportedly, after deploying the needles, the entire suture pulled out for two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was greater than 8f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a 6f sheath. No imaging was performed prior to the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps. Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.